Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 78.8°f. In addition, the rate of temperature rise was above threshold at 6.5°f/sec at the mid-motor location. Initial diagnosis indicated the rear motor bearing was worn and the front collet bearing was worn. Due to the rate of temperature rise the device was also evaluated by engineering. During engineering evaluation, a brief no load test of this motor on an ipc console with the speed set to 75k rpm was performed. The motor had significant bearing vibration, was noisy, and heated rapidly to the extent that it was uncomfortable to hold after 15 seconds. The motor never attained the commanded console set speed. Electrical testing found two of the three stator windings resistances were out of specification. The third stator motor winding marginally passed. The motor housing to winding resistances were within specification. On disassembly, it was observed the rear motor bearing was shattered into powdered fragments. Only the motor's rear bearing outer race was visible within the bearing retainer. The motor's rear bearing inner race was seized onto the rotor shaft. The rotor had severe gouging. The motor's front bearing felt gravelly and lubricant deficient when manually rotated. The collet bearings ran smoothly when manually rotated. The mid-motor overheating was caused by the additional supply current required to maintain motor speed due to the elevated frictional load condition, which was caused by rear bearing debris lodged between the rotor and the stator. This type of failure is associated with (B)(4). Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of noise. It was reported that there was no patient impact. Repair escalated to product event on evaluation due to overheating, above threshold. On follow up it was reported the surgeon experienced heating, and not noise during use. The event date was provided, and it was confirmed there was no patient or staff impact. The surgeon discontinued use of the motor once it started to heat.